Event description:
Device has been explanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown and confirmed rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Cancer: unable to observe as it is not related to the device. Depression: unable to observe as it is not related to the device. Fatigue: unable to observe as it is not related to the device. Infection (unknow onset): unable to observe as it is not related to the device. Rupture: observed opening on radius side assessed as fold flaw opening. Seroma-late: unable to observe as it is not related to the device. Varied injuries: unable to observe as it is not related to the device. As per the investigation procedure creases, wear abrasion, particles and on penetrating nicks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "rupture leaking", "they can see fluid", and "hurts". Patient also reported "when I eat I get sharp pain", "pain all the time in my back", "arm was hurting me", there was also something wrong with my throat", "a few years ago I fell and broke my back", "hair has been falling out", "have been having a lot of fog", "have history of cancer in bladder", "I am so tired now, no energy whatsoever", "had a blood infection", "been depressed", and are all not device related. Healthcare professional later reported capsular contracture, baker grade unknown and confirmed rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: seroma-late and rupture.

Event description:
Patient reported left side "rupture leaking", "they can see fluid", and "hurts". Patient also reported "when I eat I get sharp pain", "pain all the time in my back", "arm was hurting me", there was also something wrong with my throat", "a few years ago I fell and broke my back", "hair has been falling out", "have been having a lot of fog", "have history of cancer in bladder", "I am so tired now, no energy whatsoever", "had a blood infection", "been depressed", and are all not device related. Device remains implanted.